Event description:
Account reported discrepant results for four patient assays including t4, initial result >24 ug/dl, repeated as 2.7 ug/dl. Total protein, initial result <0 g/dl, repeated as 7.8 g/dl. Glucose, initial result 1 mg/dl, repeated as 95 mg/dl. Second glucose, initial result 1 mg/dl, repeated as 121 mg/dl. The incorrect results were not used to guide therapy. The field service representative found the level detection cable was broken and repaired the instrument by replacing the cable.